Event description:
It was reported that the in-rewarming phase of hypothermia and getting alert 113 not heating. Neonatal pads in place. Spoke with another person on helpline earlier and was told to try to get water flow rate (wfr) was up. Tried disconnecting and reconnecting but water flow rate (wfr) was at 0.5 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 31.1c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 0, heater was 6 percentage, water reservoir level (wrl) was 5, system hours were 3927.4 and pump hours were 1039.3. Had stop therapy, disconnect and reconnect using proper technique. Straightened lines. Water flow rate (wfr) was increased to 0.7 l/m, but stabilized at 0.5 l/m. Neonate has been on therapy since 3/28 and has about 5 hours remaining of warming. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36.5c. Advised to swap out to alternate set of pads. Nurse wants to call back once they get pads set up. No call received back so called at 9:42am est to follow up. Left vm with direct number for follow up. 10:30am est called work number and spoke with kristin. They confirmed water flow rate (wfr) was 1.3-1.5 l/m currently and no alerts have returned. Encouraged to call back with any changes or questions.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the in rewarming phase of hypothermia and getting alert 113 not heating. Neonatal pads in place. Spoke with another person on helpline earlier and was told to try to get water flow rate (wfr) was up. Tried disconnecting and reconnecting but water flow rate (wfr) was at 0.5 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 31.2c, outlet control temperature (t2) was 31.1c, inlet temperature (t3) was 31.1c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 0.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage, mixing pump command (mpc) was 0, heater was 6 percentage, water reservoir level (wrl) was 5, system hours were 3927.4 and pump hours were 1039.3. Had stop therapy, disconnect and reconnect using proper technique. Straightened lines. Water flow rate (wfr) was increased to 0.7 l/m, but stabilized at 0.5 l/m. Neonate has been on therapy since 3/28 and has about 5 hours remaining of warming. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 36.5c. Advised to swap out to alternate set of pads. Nurse wants to call back once they get pads set up. No call received back so called at 9:42am est to follow up. Left vm with direct number for follow up. 10:30am est called work number and spoke with (B)(6). They confirmed water flow rate (wfr) was 1.3-1.5 l/m currently and no alerts have returned. Encouraged to call back with any changes or questions.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.